Manufacturer narrative:
It was alleged that a piece of metal was found in a 25lb. Bag of alginate. There was no serious injury associated with this incident.

Event description:
Customer found a metal piece in their alginate upon opening the bag.